Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01957. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician decided to retract the smart coil; however, upon retraction, the smart coil unintentionally detached in the microcatheter. The detached smart coil was then successfully pushed into the aneurysm. There was no report of adverse effect to the patient.